Event description:
A surgeon reported that after he implanted a multifocal intraocular lens (iol), he noticed a scuff on the iol and immediately attempted to remove the lens. In the process of extracting the lens, the posterior capsular wall was torn. Another iol was implanted into the sulcus. In a follow up the outcome of the event remains unk.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was rec'd on (B)(4) 2013. (B)(4).